Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to verify or duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 ventilator generated a background check diagnostic message and went into backup ventilation. Information regarding the intervention taken on the behalf of the patient has been requested but not provided. The patient was not harmed or injured as a result of the event.